Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had been experiencing hyperglycemia and was hospitalized 4 times since june. The customer used multiple infusion sets but the insulin pump did not appear to be delivering properly. The patient's blood glucose was often in the 300 mg/dl range. Troubleshooting was declined. The insulin pump was not returned for analysis.